Manufacturer narrative:
Concomitant product: product ID: neu_recharger_acc, product type: recharger. Product ID: neu_recharger_acc, product type: recharger. (B)(4).

Event description:
A consumer reported via a manufacturing representative that there were charge and cable issues. The cable was broken and the patient was unable to charge their battery. The malfunctioning charger was replaced, but the replacement device was faulty. On (B)(6) 2015, the charger was no longer working and did not light up at all so the patient was not able to charge their battery. On (B)(6) 2015, the patient contacted a manufacturing representative to get the recharger replaced. The patient contacted the manufacturing representative again on (B)(6) 2015. The patient had tried using the charger with different electrical outlets, but the charger still did not light up. The charger was finally replaced on (B)(6) 2015. The patient had not been able to sleep more than 2-3 hours a night because of pain due to the implantable neurostimulator (ins) being "flat" for six days and not being able to recharge. The patient was "on charge" 19 hours a day because they thought the flat battery took a lot longer to recharge and it only worked five hours a day. The patient thought the device "must have perished" since it drained twice a day. The ins still takes several hours to charge, which was not normal.